Event description:
Additional information was received from a consumer. When asked what the circumstances were that led to the vibration from the ins, the patient reported it wasn¿t turned off, they no longer use it. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they were not using the stimulator anymore because the ins was not working to control their symptoms. They explained they had been implanted in february and the ins was working after the initial implant, but then stopped working to control their symptoms. They reported they called manufacturer representative who told them to increase the stimulation up to 6, but noted the ins was still not working to control their symptoms. The reported their healthcare provider left the ins in, but for the last couple of days they felt vibration from the ins. Their reason for calling was to get help with verifying that the ins was turned off. They were able to connect on the call they reported the ins was on, set to program 6 at 1.5v. They were walked through decreasing stimulation to 0v and confirming stimulation was off on the call. They also confirmed they no longer felt the vibration. It was reported that troubleshooting resolved the reported issue. No further complications were reported or anticipated.